Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. Programming changes were made. The patient was in stable condition.